Manufacturer narrative:
Per the clinic, the patient was hospitalized for one day (specific date not reported).

Event description:
Per the clinic, the patient developed an infection at the implant site. The device was explanted on (B)(6) 2024 under general anesthesia and subsequently the patient was treated with oral and IV antibiotics. Re-implantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on february 28, 2024.